Event description:
It was reported that the patient underwent a posterior lumber fusion at l2-s1. It was reported that the tip of the t-bolt positioner broke off. All fragments were removed from the patient. No complications were reported.

Manufacturer narrative:
Visual review of the returned instrument confirmed breakage. Microscopic examination of the fracture surface found a fairly brittle fracture with river lines emanating from the area of fracture, and no indication of fatigue. Dimensional review found the cross-sectional width of the broken-off portion of the instrument to be within print specification. The above observations are consistent with overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.